Manufacturer narrative:
Data was reviewed by technical services who confirmed the observation to be of a benign nature and that the device was depletion normally. The root cause likely due to the estimated verses the measured, battery evaluation of the device. The device appears to be on tract to meet or exceed the average projected longevity. To date the product remains implanted and in service with on further reported complication or questions.

Event description:
It was reported that during a routine follow-up, the battery status of this subcutaneous ICD had dropped from 41 percent to 24 percent, within the six month period. Data was sent to technical services to review the validity of the battery status. No resulting adverse patient effects were reported.